Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The sensing vector was set to the primary vector. The patient was asleep at the time of the events. The physician has programmed the therapy off for now. An x-ray confirmed the electrode had not dislodged. Technical services advised some testing options. The local representative checked the system and found low intrinsic amplitudes in all three sensing vectors. The physician will consider the next steps to take. There were no additional adverse patient effects. The system remains implanted.